Event description:
It was reported that a superficial infection occurred in the pocket of this subcutaneous implantable cardioverter defibrillator. Wound debridement was performed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that a superficial infection occurred in the pocket of this subcutaneous implantable cardioverter defibrillator. Wound debridement was performed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to indicate that in h6, code 3191 is used to capture surgical intervention.